Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician isolated the issue to the head up hydraulic valve. The technician replaced the valve to repair the bed.